Event description:
Information received from the field notes that an rrt magnet rate was seen during transtelephonic monitoring and at the physician's office. The device was reset and the magnet rate was 98/6 ppm with a 2.76 battery voltage and battery impedance of 3.2 kohms. Prior to programming the device, a current drain of 159ua was observed. The current drain returned to normal after programming. The patient was not pacemaker dependent.